Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and replaced new main board. New plastic joiner installed to tubing as an original had a break. Checked vent for correct specs. Touch screen calibration completed. Alarms checked. Vent is operating to correct specifications. Uvt and ovp completed. Ready for patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr found that the xducer fault gives message exxhal diff 828 failed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their vela ventilator was alarming xdcr fault during start-up and will not clear. There is no patient involvement.